Event description:
A complaint was reported about lack of stimulation. The pt was referred to the doctor. The doctor removed the bandage to trouble shoot and doctor decided to pull the lead for a possible infection.